Event description:
It is reported that the patient has experienced significant pain at the back of the knee cap and swelling approximately eleven (11) weeks following left knee arthroplasty. The patient ambulates without assistance and has excellent range of motion. No additional patient consequences were reported. Operative notes received identified no complications or abnormalities. Physical therapy notes less than one (1) month post-operatively indicate that the patient had limitations with mobility, range of motion and strength. At two (2) and a half months post-operatively, the patient had consistent five (5) out of ten (10) pain behind the knee cap that radiated to the left superior tibial region, as well as stiffness, weakness, decreased range of motion, instability and looseness. The physical therapy notes also state that the patient's mental retardation and borderline autism with bipolar tendencies may be impacting the recovery process, as the patient is not following instructions and refuses to do specified therapy.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cruciate retaining interlok femoral component left 57.5mm, catalog #: 183022, lot #: j6208086. Biomet cc cruciate tibial tray 67mm, catalog #: 141232, lot #: j6337080. Vanguard series a thin patella 6.2mm x 31mm, catalog #: 184784, lot #: 641290. It is indicated by the complainant that the products will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-00594, 0001825034-2019-00595, 0001825034-2019-00597. Investigation incomplete

Event description:
It is reported that the patient has experienced significant pain at the back of the knee cap and swelling approximately eleven (11) weeks following left knee arthroplasty. The patient ambulates without assistance and has excellent range of motion. No additional patient consequences were reported.